Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 13jun2016. No further follow up is planned. Evaluation summary a male patient reported that the injection button of his humapen ergo ii device could not be pushed down. He experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw and ensure dose accuracy with high probability. The patient stated the device was used for around 9 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the complaint of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) male patient. Medical history included liver cirrhosis. Concomitant medications included acarbose for an unspecified indication and unspecified liver cirrhosis medications. The patient received human insulin (rdna origin) subcutaneous injections (humulin r; 100 iu/ml) from a cartridge via a reusable humapen ergo ii device, 16 units each morning, 14 units at noon and 14 units each evening, for the treatment of diabetes, beginning in 2007. She also received human insulin isophane suspension (rdna origin) subcutaneous injections (humulin n; 100 iu /ml) from a cartridge, via a reusable humapen ergo ii device, 14 units daily before sleep, for the treatment of diabetes, beginning in 2007. While on human insulin and human insulin isophane suspension treatment, time to onset unknown he began to experience abnormal blood glucose levels; no details or blood glucose values were provided. In (B)(6) 2016, he had trouble with the injection button on his humapen ergo ii not being able to be pushed down ((B)(4)/lot unknown). The issue was with the device was resolved. On (B)(6) 2016 he was hospitalized in order to control his blood sugar. He was discharged from the hospital around (B)(6) 2016. Information about corrective treatments and outcome of the event was not provided. Human insulin and human insulin isophane suspension treatments continued. Information about the user of the reusable humapen delivery device and the training status was not provided. The reusable device duration of use was of around nine years (since 2007). Information about its use status and return status was not provided. The device was not returned. This reusable delivery device was associated with a product complaint related to a resolved difficulty of use. The reporting consumer did not know if the event was related to human insulin and human insulin isophane suspension treatments. No opinion of causality between the event and the reusable delivery device was provided. Update 16may2016. Case was opened to enter medwatch and update the (B)(6) device fields for device mailing. No new information. Update 13jun2016: additional information received on 13jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative. Edit 15-jun-2016: pc number was received from the affiliate on 13-may-2016 but it was already processed.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) asian male patient. Medical history included liver cirrhosis. Concomitant medications included acarbose for an unspecified indication and unspecified liver cirrhosis medications. The patient received human insulin (rdna origin) subcutaneous injections (humulin r; 100 iu/ml) from a cartridge via a reusable humapen ergo ii device, 16 units each morning, 14 units at noon and 14 units each evening, for the treatment of diabetes, beginning in 2007. She also received human insulin isophane suspension (rdna origin) subcutaneous injections (humulin n; 100 iu /ml) from a cartridge, via a reusable humapen ergo ii device, 14 units daily before sleep, for the treatment of diabetes, beginning in 2007. While on human insulin and human insulin isophane suspension treatment, time to onset unknown he began to experience abnormal blood glucose levels; no details or blood glucose values were provided. On (B)(6) 2016 he was hospitalized in order to control his blood sugar. He was discharged from the hospital around (B)(6) 2016. Information about corrective treatments and outcome of the event was not provided. Human insulin and human insulin isophane suspension treatments continued. Information about the user of the reusable humapen delivery device and the training status was not provided. The reusable device duration of use was of around nine years (since 2007). Information about its use status and return status was not provided. If device is returned, an evaluation would be performed to determine if a malfunction had occurred. This reusable delivery device was associated with a pc related to a resolved difficulty of use. The reporting consumer did not know if the event was related to human insulin and human insulin isophane suspension treatments. No opinion of causality between the event and the reusable delivery device was provided. Update 16may2016. Case was opened to enter medwatch and update the european/canadiandevice fields for device mailing. No new information.